Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was 84 mg/dl. No symptoms were indicated and so no treatment necessary. Trouble shooting occurred but issue was not resolved. The product will be returned. For analysis.

Manufacturer narrative:
Device passed active current measurement. Device received with critical pump error and this alarm is generated when a power failure is detected error during rewind and self test. Unable to perform displacement test, prime, basic occlusion, force sensor test and occlusion test due to rewind anomaly. Motor tested outside device and passed. Device received with unexpected battery power loss and failed sleep current measurement due to this alarm is generated when a power failure is detected error. Unable to download due to this alarm is generated when a power failure is detected error critical pump error, problem isolated to electronic assemblies.